Manufacturer narrative:
The following sections could not be completed with the limited information provided. Concomitant medical products: 00596404010, articular surface size ef 10 mm height "use with plate 5, ln: 62914722. The 00596401551, femoral component option size e left compatible with lps-flex prolong, ln: 62993156.

Event description:
It is reported that the patient underwent left knee revision 2 years post implantation. During revision surgeon noted tibial component loose from cement.